Event description:
Product returned to MFR with report that "device won't work, rotor stall, no battery alarm." Follow-up with hcp provided info that the pump had been tested under fluoroscope and a bolus dose had been attempted and the pump would not function. No info provided on pt status.